Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® dryseal flex introducer sheath as accessories. The sheath was inserted from the patient¿s right side. After two stent grafts had been inserted and implanted through the sheath, blood leakage was observed near the valve. The sheath was removed and replaced with a new one to complete the procedure. The physician reported that the valve may have been damaged during the procedure, possibly by forceps or other instruments.

Manufacturer narrative:
Emdr section h6, codes g04135, c19 and d15 updated to reflect results of product evaluation. <product evaluation summary> the reported leakage from the dryseal sheath near the valve was confirmed through evaluation of the returned device; however, the cause for the leakage could not be determined. Engineering evaluation did observe infolding of the film tube collar which may be associated with the reported forceps interaction, but there was no damage nor product anomalies observed which explain the reported leakage. The reported information indicates the valve may have been damaged, causing leakage, by a forceps during the procedure. The device instructions for use (IFU) caution against inserting instruments through the valve to avoid damage and blood loss, but a relationship between the reported leakage and reported forceps interaction could not be established. The cause for the reported blood leakage from the dryseal sheath could not be established with the available information.